Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer 3.1 failed to open.As per part investigation, it was determined that fluid ingress condition of the PCBA PMC v1.06/v0.09BL HH and the faulty PCBA DWR CNTLR v1.10/v1 with a shorted MOSFET Q501.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 04-JAN-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of MedStation ES Station - 10LSOUTH AUX drawer 3.1 wont open was confirmed by the field service engineer (FSE) and subsequently validated in the DCHU testing and inspection process. According to Work Order #(b)(4), the FSE reported that Auxiliary 1 Drawer 3.1 caused power failure. The Half Height (HH) Pyxibus Module Controller (PMC) and the two (2) drawer controller Printed Circuit Board Assembly (PCBA) boards were replaced, the drawers position was reassigned and the Hardware Test Application (HTA) test passed. The pharmacy technician tested the repair with no problems. Preventive maintenance was performed. During DCHU Laboratory Visual Inspection: Part Number 151630-01: The PCBA PMC v1.06/v0.09BL HH SN (b)(6) was externally inspected for any irregularities. There were no missing components observed, but further inspection using a digital microscope revealed fluid ingress on a section of the board. Part Number 151622-01: The PCBA DWR CNTLR v1.10/v1 SN (b)(6) were externally inspected for any irregularities, and no visible damage was found. During DCHU Testing: Part Number 151630-01: The PCBA PMC v1.06/v0.09BL HH board was not further tested due to the fluid ingress observed during the PCBA board inspection. Part Number 151622-01: The PCBA DWR CNTLR v1.10/v1 SN (b)(6) were evaluated on an ESD workbench using a DMM per the board schematic. The SN (b)(6) board measurement between TP505 (GND) and TP502 (5 VCC_IN) resistance resulted outside of the acceptable range. This result indicated that the diode MOSFET Q501 had failed and that the board was defective. The SN (b)(6) board showed resistance measurements within specification with no shorts or anomalies detected. The board was installed into a test drawer and passed HTA functional testing. The device was in use for treatment purposes as intended per 21 CFR 820.198 (d). ROOT CAUSE:The root cause to the reported failure MedStation ES Station - 10LSOUTH AUX drawer 3.1 wont open is attributed to the fluid ingress condition of the PCBA PMC v1.06/v0.09BL HH and the faulty PCBA DWR CNTLR v1.10/v1 with a shorted MOSFET Q501 which led to circuit instability and compromised the drawers functionality.